Event description:
During a routine daily test, the customer discovered that the internal paddles did not work. There was no pt involvement.

Manufacturer narrative:
(B)(4): during a routine daily test, the customer discovered that the internal paddles did not work. There was no pt involvement. The customer contacted philips and was advised to perform the continuity test. The test failed. The customer determined that the internal paddle set had failed. The customer replaced the internal paddle set to resolve the issue. The device passed all testing and was placed back into service.